Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample, unused. Aluminum pouch is not present, only the race-pack with the thread broken in several places. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Summary of root cause analysis with the data available, a root cause cannot be 100% determined. Considering that investigations cannot be carried out on the open sample provided by the client because the aluminum pouch is missing, although the defect could be due to a micropore or a perforation in the aluminum container, it cannot be confirmed. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread was found broken in several pieces in its packaging.